Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot. On (B)(6) 2014, the pt underwent a spinal fusion procedure. Following the procedure, stimulation could not be obtained. An impedance check was performed and low impedance was found on several contacts. X-rays were taken and both leads were found to have migrated and were intact in the ipg header. It is believed that the leads migrated as a result of accommodations that were made during the spinal fusion procedure. As a result, the pt will be undergoing a CT myelogram and surgical intervention to address the issue(s).